Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump infusing unknown morphine for spinal pain indication. It was reported that the patient was in the intensive care unit (ICU) two months ago for four days and 'they can't figure out what was wrong but I had too much morphine in me, and the only morphine I had in me was from the pump.' The patient stated that the pain pump was the reason why they were in ICU. The patient passed out, blood pressure dropped and oxygen dropped and a week later, it did the same thing. The patient went to the ER twice, and the hospital wanted to keep them overnight in a room and the 'next thing I know I was in the ICU.' The patient mentioned they were 'out of it', they but they crashed 4 times, their oxygen and blood pressure, and they 'were on the way out', and their pump was 'turned all the way down to 1, to the very lowest' by a manufacturer representative until they can figure out what was going on. They put an IV drip of narcan and 'it was like pouring bleach in the arm. It was horrible and terrible'. They thought maybe the morphine 'could be built up in my liver or something,' or it could be the pump but probably not. The patient stated they are tired of their body and are ready to go but then stated they are going through their paperwork from their ICU stay and are working on getting better. Patient stated the cause of the issue could be the 19 other medicines that they take. When inquired about the pump medications, the patient stated it was morphine or morphine mixed with another solution and did not provide further information.